Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/01/2014 with the following findings: there was no evidence of short battery life or excessive battery usage observed in the black box data. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU) due to battery compartment damage; the battery compartment was observed to be cracked in the thread area. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. Also, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.